Event description:
Surgery performed consisting of a left foot bunionectomy with insertion of an on-q pain pump. The patient presented with an erythematous, swollen left foot for first postoperative visit three days post surgery. Second postoperative visit 3 days later showed ischemic distal incisional blister with seroma measuring approximately 2.5 cm in diameter. It was presumed to be a localized allergic reaction to the steri-strip closure used for skin approximation and/or excessive use of ice postoperatively. The patient was put on antibiotics and a c & s was performed on the seroma. An enterococcus was isolated. The area went on to complete thickness necrosis with localized skin care being given. The patient will need further surgery with possible skin grafting.

Manufacturer narrative:
Evaluation sumary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the medwatch report. Additional details are not available. It is noteworthy that the reporter in this case, the physician, stated that the incident was presumed to be a localized allergic reaction to the steri-strip closure used for skin approximation and/or excessive use of ice therapy. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. A clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.